Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test. The instrument was placed and driven on an in-house system. The instrument delivered energy without signs of arcing on 3 of 3 attempts. Probable root cause of thermal damage on the yaw pulley is attributed to insulation degradation and carbonized tissue creating a conductive path.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps had a divot in the tan plastic at the base of the jaws. The procedure was completed with no reported injury. Intuitive received additional information. It was reported that there were no functional failures that could lead to patient harm (no arcing, smoking, sparking, loss of cautery, abnormal motion, or distal-end damage), and no broken or damaged cables or missing material from the instrument tip were observed. However, there was melted or chipped plastic at the base of the jaws, forming a divot and exposing the metal base of the jaws, which was identified as the defect. The instrument was never used on the patient, as the team noticed the defect prior to starting the procedure and completed the case with a new instrument, with no patient injury reported. The instrument was returned to intuitive and received on 11/14/25 at 11:37 a.m. At the dock by ayhon, and photographic images of the device are available for isi review.